Event description:
Additional information was received from the patient indicating that he is motivated to move forward with generator replacement as it has helped him. He is feeling better now but is experiencing an increase in "muscle twitches." The company representative indicated the patient has not been seen by the neurologist in over a year and last time the device was at end of service was previously reported. Therefore, the physician's office believes the battery is dead but cannot be sure. He was scheduled to have his battery replaced in (B)(6) but canceled the day of the surgery. His surgeon is requiring him to go to another consult before they will reschedule him. Although surgery may occur in the future, it has not occurred to date. The neurologist does not have any information and has been unable to get the patient to come into an appointment.

Event description:
It was reported that the patient was seizure free since 2007 until a few weeks ago. The patient reported that the battery was dead. However, attempts for additional information from the physician have been unsuccessful to date. It is unclear if the physician attributes the patient's increased seizures to the depleted vns battery. The patient has been referred for generator replacement. Although surgery is likely, it has not occurred to date.